Manufacturer narrative:
Submit date: 12/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urine drain bag. The customer states that the connection with the balloon from the phycon catheter and the drain bag was loose and became detached from the catheter.